Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire detached. Block h10: investigation result the returned zero tip baskets was analyzed, and a visual evaluation noted that one of the basket wires was broken and the other part of the basket wire was not return. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. The reported event of basket wire break was confirmed. Based on the available information, this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to break the basket wire. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During the procedure, the physician wanted to pull the stone; however, the basket wire was broken and completely detached. The fragment was retrieved using a forceps. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event.